Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2383, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orif of a lumbar fracture on (B)(6) 2020 and suture was used. During the procedure, the suture broke when sewing in surgery. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: an unopened sample of product code vcp358, lot pg2383 was received for analysis. The complaint sample was not received for evaluation. During the visual inspection of sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. A video was received for analysis. Upon visual inspection of the video, it could be observed how the suture breaks while the knot is tied. The force used cannot be determined and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of video, it could not be determined what may have caused the reported incident.